Event description:
Reportedly, a quick drop of the device longevity occurred, leading to a device replacement earlier than expected. The preliminary analysis confirmed the reported sudden battery depletion.

Event description:
Reportedly, a quick drop of the device longevity occurred, leading to a device replacement earlier than expected. The preliminary analysis confirmed the reported sudden battery depletion.